Manufacturer narrative:
The medical center did return the impella pump product for testing and benchtop analysis. The analysis is on-going at this time, and upon completion a final report will be filed.

Event description:
The medical center had an impella cp support on going with poor pump position within the left ventricle. The poor position had caused signs of hemolysis. The team explanted and placed a new pump. Additionally the team put the patient on dialysis.

Manufacturer narrative:
Since the original report was filed, the investigation into the reported hemolysis has concluded. The pump was returned for analysis. The investigation determined the root cause to be a user error of improper pump positioning. The failure mode will be monitored and trended.